Event description:
It was reported that during a mildly tortuous, heavily calcified, proximal left anterior descending (lad) artery stenting procedure, after pre-dilatation, a xience prime (xp) 3.5 x 38mm stent delivery system (sds) was advanced meeting resistance with the patient's anatomy and would not cross the lesion. The xp 3.5 x 38mm sds was removed and the proximal shaft was found bent. Another xp 3.5 x 23mm sds was advanced meeting resistance with the patient's anatomy and would not cross the lesion. The xp 3.5 x 23mm proximal shaft broke [separated] during advancement. The xp 3.5 x 23mm sds was removed without intervention and a non-abbott sds was used successfully for the stenting. A mildly tortuous, heavily calcified, distal circumflex artery was pre-dilated, and a xp 3.0 x 23mm sds was advanced meeting resistance with the patient's anatomy and would not cross the lesion. The xp 3.0 x 23mm proximal shaft broke [separated] during advancement. The xp 3.0 x 23mm sds was removed without intervention and a non-abbott sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The additional xience prime referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.